Event description:
Unit was overrunning causing significant extravasation to the patient's shoulder. This is one of two incidents reported by this facility with this unit. Spoke with the orthopedic coordinator. She indicated that towards the end of the case, the surgeon noticed swelling of the patient's shoulder. The surgeon instructed the to set pressure of the fms unit from 60mmhg to 40mmhg. There soon after the swelling diminished. The patient did not require any additional treatment.